Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for evaluation. The wire was received in two pieces; one of these pieces was inside the rota device. The advancer unit and burr unit were received attached together as a single unit. Also, the advancer knob was received loosened in a backward position. The advancer, sheath, coil, and burr were microscopically and visually inspected. The annulus was noticed to be damaged, not rounded and flared. The wire could not be removed from the burr. It is probable that the rotating burr came into contact with the guidewire during preparation leading to the damaged annulus and fractured guidewire. An attempt was made to remove the rotawire; but it was unsuccessful and the wire could not be removed from the burr. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states that "adjust the turbine pressure knob until the burr is spinning at the correct speed. 1.25 ¿ 2.0 mm burrs 190,000 rpm¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05781. It was reported that rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A rotawire¿ and 1.25mm rotalink¿ plus device were selected for use. During preparation, it was noted that rotawire was detached at 200,000 rpm outside the patient's body. Prior to the test, no kink was found in the wire. The detached portion of the rotawire from the wire lumen of the rotaburr could not be removed. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05781. It was reported that rotawire detachment occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A rotawire¿ and 1.25mm rotalink¿ plus device were selected for use. During preparation, it was noted that rotawire was detached at 200,000 rpm outside the patient's body. Prior to the test, no kink was found in the wire. The detached portion of the rotawire from the wire lumen of the rotaburr could not be removed. The procedure was completed with another of the same device. No patient complications reported.